Manufacturer narrative:
(B)(4). Additional procedure was required. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that approximately two weeks after placing the rutner suprapubic balloon catheter, the physician found that the balloon had deflated. The device was removed and replaced, but there were no further injuries aside from this replacement procedure.